Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Right after being implanted with the ins, patient bent down to pick up a fabric softener sheet which lead to severe pain in their back where the devices were implanted. The experienced pain lasted for a while, was tender, and made it hard to walk. The following event is considered a sudden change in therapy/symptoms. After turning the ins back on after having it off for a while, patient didn't feel stimulation in the targeted area. They tried all four programs and was either feeling stimulation in the heel of their foot or the "tip of their rear end." Patient was asked if their target symptoms are being controlled, and they responded with, "within normal range." While using program 4, the patient could feel their heartbeat really strong or "heavy" so they didn't stay on that program for very long. Patient will follow up with their healthcare provider (hcp) regarding the stimulation in the wrong location and strong/heavy heart beat. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.